Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that even if the intracranial pressure was increased, the cerebrospinal fluid did not flow unless pumping was performed. The issue/symptom was not improved even if various measures were taken such as pressure change and head up. The issue was dealt with by adding a lumbar spine drainage separately where the patient's ventriculoperitoneal shunt was explanted and replaced with a lumboperitoneal shunt. The patient's status at the time of the report was alive-with injury.

Manufacturer narrative:
The returned valve was patent. The valve met the requirements of the magnetic flux test, reflux, siphon, leak, pressure flow and pre implantation. Water was able to flow through the valve during testing without pumping. Therefore, the nature of the complaint could not be duplicated by the laboratory personnel. Proteinaceous debris was observed on the exterior of the valve. The instructions for use cautions that, ¿the system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris.¿ there was damage to the inlet connector. It is unknown how or when this damage occurred. The instructions for use cautions, ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. Such damage may lead to loss of shunt integrity...¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.